Event description:
The customer reported to olympus, the evis lucera colonovideoscope had an insufficient angle, and too much angle play. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the play of the up / down knob was out of the standard value due to wear of the angle wire. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair, it was unknown what the foreign material may have been. There was no delay in the start of pre-cleaning, the air / water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, the air / water nozzle was wiped and brushed with clean lint-free cloths / brushes / sponges, the air / water nozzle was flushed with the detergent solution, and there were no concerns about the reprocessing. Additional findings include the following: an abnormal sound was made due to damage on the up / down knob, the adhesive around the light guide lens was peeled, the adhesive around the objective lens was peeled, the bending tube was deformed, the scope connector had discoloration, the universal cord had a wrinkle, the control unit had discoloration, and the adhesive on the bending section cover had a chip. The following findings had a scratch: the scope connector, the protector of the universal cord on the control section, the universal cord, the plastic distal end cover, the flexibility adjustment ring, the scope cover, the switch box, the right / left knob, the control unit, the forceps elevator lever / knob, the up / down knob, the grip, and the connecting tube. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.